Event description:
The customer reported the device was failing downstream occlusion test. There were no adverse reactions reported during the use of the device. The device was sent for further evaluation. The device was received for further evaluation. The evaluation could not verify the reported event. The device was tested and passed the downstream occlusion test. A review of the downloaded device history log found error 99 (activation of the watch dog). The central processing unit (cpu) and power supply board were replaced to resolve the error. Also, the clamp motor was replaced due to abnormal noise coming from it during testing. After repair, the device was found to meet specifications.